Event description:
It was reported that the insulin pump experienced an unexpected restart alarm. It was reported that the insulin pump alarmed compromised forced sensor system. Customer's blood glucose levels were not included in the report. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was alarm during prime test due to faulty force sensor resistor. Unexpected restart error alarm was not verified due to device alarming during priming. The device had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and missing end cap sticker.